Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Caller states the patient tested 115 mg/dl on the inform test system while an additional professional device read 500mg/dl and 94mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Caller is unsure which strip lot was used to produce result. Requested return of suspect test system, however, caller states strips are unavailable for return. Comparison performed in a medical facility. Inform test system: strip lot/exp/cat unknown.